Event description:
Pt reports needles are popping out before infusion begins and that longer needle sets and tegaderm did not help. Pt reports this has been going on for a few years but is getting much worse recently. The tegaderm is not sticking because of "sweating". Pt reports some leakage as well. Unknown if leakage is due to needles or hizentra. Pt is 235 lb so 12mm needle set is appropriate for weight and she tried longer 14mm needle set and that did not help. Currently she is holding the sites in place with her hands during the entire infusion. Pt confirms sticking needles in at 90 degrees~ she infuses in outer thighs~ rotates sites~ avoids scar tissue. Unknown if the patient missed a dose or experienced an adverse event as a result of the defective products. Unknown if the pt has the defective products on hand for possible return to the manufacturer. No further information is known. Indication: myasthenia gravis without (acute) exacerbation and nonfamilial hypogammaglobulinemia. Hizentra lot number provided by (B)(6) patient record. Unknown number of vials affected. The product was administered. Unknown if product is available to return. Unknown if patient has any photos. Patient's contact information: (B)(6). Ref report: mw5171865. Pt code: 2452. Device codes: 1354, 1562, 2588.